Manufacturer narrative:
Additional suspect medical device component involved in the event: model: sc-2366-50, serial #: (B)(4), description: linear 3-6 lead, 50cm.

Event description:
A report was received that the patient experienced inadequate stimulation due to high impedances displayed on the lead. The patient underwent a lead replacement procedure and was doing well post-operatively.

Manufacturer narrative:
Lead sc-2366-50 (B)(4): the complaint of high impedance was confirmed. The x-ray inspection and impedance test revealed an open contact due to a fractured weld on electrode number 2 of distal array. Review of the device history record revealed that lead passed the electrical test and found no anomalies.

Event description:
A report was received that the patient experienced inadequate stimulation due to high impedances displayed on the lead. The patient underwent a lead replacement procedure and was doing well post-operatively.